Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the sensor was defective. The console was changed, but the error was not resolved and the customer suspected that there was a break in the optical sensor. The arterial pressure is input from the monitor and pumping is maintained. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with the extender tubing attached. No signs of blood was observed. A kink was found on the catheter tubing near the y-fitting approximately 76.2 cm from the iab tip. The optical fiber was found to broken inside the y-fitting and within the sensor cable. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the sensor was defective. The console was changed, but the error was not resolved and the customer suspected that there was a break in the optical sensor. The arterial pressure is input from the monitor and pumping is maintained. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the sensor was defective. The console was changed, but the error was not resolved and the customer suspected that there was a break in the optical sensor. The arterial pressure is input from the monitor and pumping is maintained. There was no reported injury to the patient.